Event description:
Dr was performing dura tack up holes when the drill bit broke off. The tip that broke was so hot that it burned a hole in the drape. All of it was removed from the sterile field. Blue towels and ioban was placed over the hole in the drape.